Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, an adverse event occurred. The patient stated that they went low to 24 mg/dl on (B)(6) 2018 at 6:05 am and that the patient's grandmother had to treat the patient with a shot of glucagon to revive them. Additionally, the patient mentioned that they were using their glucometer to manage their diabetes because they accidentally threw out the transmitter's box before entering the new transmitter serial number and did not realize that it was printed on the transmitter. This record is to capture the adverse event only as the patient had realized her error in disposing the transmitter box. No additional patient or event information is available.